Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error message for low transmitter battery. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A probable cause is low transmitter battery voltage via data. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. This complaint is reportable based on the finding of failed transmitter error via the log review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and the inspection passed. A voltage test was performed and the transmitter failed as it has no voltage. Review of the log data was performed and transmitter failure was observed. The reported issue of low transmitter battery was not confirmed via product testing. A probable cause is low transmitter battery voltage.